Manufacturer narrative:
Additional manufacturer narrative: b7: other relevant history, including preexisting medical conditions.

Manufacturer narrative:
Review of the manufacturing records could not be completed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was presented at ¿14th (B)(6) endovascular symposium¿ which was held in (B)(6), on august 21, 2019: on an unknown date, the patient complained of right limb pain. CT imaging showed a right popliteal artery aneurysm and lower limb artery occlusion. A gore® viabahn® endoprosthesis was implanted to treat the popliteal artery aneurysm and thrombolysis/thrombus aspiration were performed to successfully treat the occlusion. The patient tolerant the procedure. Post op day 5, the patient was discharged from the hospital. Post op day 8, imaging showed the gore® viabahn® endoprosthesis was occluded. The thrombolysis and thrombus aspiration were performed. A stent (zilver ptx) was implanted in the gore® viabahn® endoprosthesis. The patient tolerated the procedure. The physician recommended to have a bypass procedure, but the patient denied. Post op month 10, imaging identified the gore® viabahn® endoprosthesis was reoccluded. Thrombolysis and thrombus aspiration were performed and a stent (smart) was implanted in the endoprosthesis. The patient tolerated the procedure. Post op month 12, a femoral artery ¿ popliteal artery bypass procedure was performed. The patient tolerated the procedure.